Event description:
The customer reported that transformer housing was damaged and there was a breach present. The customer stated that the cover on the power adapter broke off today while attempting to unplug the device and there are exposed wires.

Manufacturer narrative:
In the follow up with the customer, the customer indicated that the portion on the transformer that holds the screws in place to hold the transformer together were broken. The customer indicated they have been using the unit for over six months and did not witness any smoke, sparking, fire, or flame and that no injuries were sustained as a result of the issue. Customer refused to return subject transformer. Therefore a product eval will not be performed. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.